Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that a burr detachment occurred. An atherectomy procedure was being performed on a calcified lesion. This 1.25mm rotalink plus was selected. While ablating the lesion the rotalink burr detached from the drive shaft. The rotalink advancer was removed and the detached burr was removed using the rotawire. The procedure was completed with an unspecified balloon and stent. No patient complications were reported.

Manufacturer narrative:
B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Device evaluated by MFR: the returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotablator advancer was connected to the rotablator console control system and the foot pedal was pressed, the device was able to reach and maintain optimal revolution per minute with no resistance or issues indicative of burr detachment.

Event description:
It was reported that a burr detachment occurred. An atherectomy procedure was being performed on a calcified lesion. This 1.25mm rotalink plus was selected. While ablating the lesion the rotalink burr detached from the drive shaft. The rotalink advancer was removed and the detached burr was removed using the rotawire. The procedure was completed with an unspecified balloon and stent. No patient complications were reported.